Event description:
At 1220, new syringe and medication hung in pca pump. Settings set correctly at 1mg/1ml, 1mg every 10 mins, pca 1mg/hr basal rate, 4 hr limit of 25mg. When pca cleared at 1400, only 0.1mg had infused total. Settings were still original settings. The pump screen showed "4 hr limit reached."